Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming error with numbers on the screen. Per reporter, opened and closed battery door and then powered the pump on- alarmed cassette partially unattached. Silenced, closed clamp and removed the cassette. Massaged tubing and replaced the cassette. Opened clamp and powered the pump on - error regarding cassette persisted. Silenced and opened and closed battery door. Powered the pump on - alarm persisted. Closed clamp and removed and replaced cassette. Alarm that patient and pump settings were cleared. Silenced and powered pump off. The issue was not resolved. The event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for root cause analysis. No previous repair has been noted in the last 12 months. An error history log was not provided to aid in the investigation. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed. Probable cause of the reported problem could not be determined.